Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and the set was observed with all components. Due to the nature of the sample no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection port of the buretrol solution set did not stick to the bag and caused the liquid to spill out. "The punch was too short." The issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.